Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The reported blood glucose reading at the time of the call was 279 mg/dl. The customer stated that she sat down and then lost consciousness. The customer felt that the insulin pump was programmed correctly. Nothing further was reported.